Manufacturer narrative:
No report of patient involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that there was an error in the circuit leak check. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that the leak rate was less than 4.5 lpm which would not inhibit mechanical ventilation. This was not a reportable malfunction. Additional information was received stating that the leak rate was less than 4.5 lpm which would not inhibit mechanical ventilation. This was not a reportable malfunction.